Event description:
The patient had 2 leads (from the same lot) implanted as part of her trail scs system. It was reported during a trail procedure, stimulation was only able to be obtained on the patient's right side. However, the patient's pain pattern is on her left side. Fluoroscopy indicated the leads remained in the posterior epidural space. The physician attempted to reposition the leads, but to no avail. Attempts to turn stimulation on caused the patient discomfort. Subsequently, the physician abandoned the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.